Manufacturer narrative:
Updated data: b.5: event description h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported subsequently 3 days post implant, a second electrocardiogram discovered left anterior hemiblock. No additional adverse patient effects were reported.

Event description:
Medtronic received information that on the same day post implant of this 32mm mitral annuloplasty ring, an electrocardiogram (ECG) showed third degree atrioventricular (av) block followed by sinus block, with no intraventricular conduction disorders or repolarization abnormalities. It was noted the av block resolved. It was reported that no measures were taken to restore normal cardiac rhythm. It was stated that the cardiac rate disorders were probably related to one of the devices implanted and probably related to the procedure. No intervention or adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.